Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. However, the physician believes the pain experienced by the patient is related to healing and sensitivity due to their history of stroke. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported increased pain and no pain relief since their permanent implant procedure. Attempts were made to change the transmitter settings, x-rays were performed which showed migration did not occur, and the patient was given alternatives for their shoulder wearable. The patient is receiving therapy intermittently. No further information was provided.